Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('had perforated my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and fatigue ("very tired"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the uterine perforation, pelvic pain and fatigue outcome was unknown. The reporter considered fatigue, pelvic pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: uterine perforation , pelvic pain , bowel disorder, fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.